Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive powered handle and four photographs provided by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection noted no abnormalities. Functional evaluation revealed an open trace for the selector motor on the bldc board through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing action have been taken to prevent recurrence of this. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, when the battery pack was inserted into the handle, calibration did not start. The handle indicator flashed green and the status indicator illuminated blue. Another handle was used to complete the procedure.